Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that during a peritoneal dialysis catheter placement, leakage was found. Patient involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.